Event description:
It was reported by service report that the head left timing link was broken and the side rail was stuck in the middle position and would not move up or down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link.